Manufacturer narrative:
Investigation results: a visual examination of the returned uphold¿ lite revealed that the suture on the blue dilator was broken. The remainder of the suture with the dart was not returned. Analysis also revealed that there was no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2017-03354 for the associated device information. It was reported to boston scientific corporation that a capio slim device was used during a pelvic floor anterior repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the physician was trying to deploy the needle through the sacrospinous ligament, the lead suture broke. The remainder of the suture with the needle was found in the capio cage. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2017-03354 for the associated device information. It was reported to boston scientific corporation that a capio slim device was used during a pelvic floor anterior repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the physician was trying to deploy the needle through the sacrospinous ligament, the lead suture broke. The remainder of the suture with the needle was found in the capio cage. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.